Manufacturer narrative:
D10 concomitant devices: 208-22-11 - cc tibial insert sz 2, 11mm 1877850. 208-22-11 - cc tibial insert sz 2, 11mm 1987148. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported via legal documentation that approximately 8 years and 3 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, joint effusion, osteolysis, synovitis, joint laxity. Post operative report noted there was significant effusion and synovitis. No purulence. There was delamination of the polyethylene but not evidence of prosthesis loosening. There was significant osteolysis behind the femur and in the proximal tibia. A dressing was applied. Patient tolerated the procedure well and was transferred to the recovery room in stable condition. No further issues or complications were reported. No additional information is available.